Event description:
A report was received that the patient will undergo a pocket revision due to the ipg depleting faster than normal.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg depleting faster than normal.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg depleting faster than normal.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg depleting faster than normal.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint about the difficulty charging ipg was not verified. Upon receiving, the ipg was in hibernation. In the lab, the ipg was charged in two charging cycles. Charge profile revealed no anomalies. Battery depletion rate and sleep current rate of the device were within the expected ranges. The device passed all required tests. The device exhibited normal device characteristics.

Manufacturer narrative:
Additional information was received that the database analysis showed no anomalies on the impedance measurements, internal ipg temperatures and charge current measurements and no signs of premature battery depletion. The device appeared to be working as expected. The patient will no longer undergo a pocket revision.